Event description:
The patient reported that they were admitted to the hospital on (B)(6) 2025, because their personal diabetes manager¿s settings were not correct, which resulted in a high blood glucose level of 400 mg/dl (22.2 mmol/l). The patient¿s symptoms included fatigue, sleepiness, and dizziness. The patient was hospitalized to have tests done to correct the values and prevent high bg levels. It was reported that the doctors monitor the values every 3 months with a fasting blood test and the values for the last 4 months were measured between 9-10 and the value should be a maximum of 7.5. The patient removed the pod so the doctors could observe how they activate it on their own. The patient diagnosis was hyperglycemia. The goal was to adjust the values so that no sugar levels exceed or fall below the recommended levels. The patient was released from the hospital on (B)(6) 2025, once the values were corrected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.